Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 800 mg/dl. The customer was in emergency room. The customer thinks insulin pump was under delivering. The customer was using insulin pump within 48 hour of high blood glucose event. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin drip. Customer stated the buttons were responding now. The insulin pump will be and reservoir will not be returned for analysis.